Event description:
It was reported that the programmer's motor was making a very loud and annoying noise. The programmer was returned for service. There was no patient involvement. It was further reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the lens on the upper case was cracked and that the cable's insulation was damaged. The case and the cable were both replaced. (B)(4).